Event description:
It was reported that the patient, hospitalized for back surgery, had the ilet pump off for approximately two days and then experienced persistent high glucose readings after turning it back on; without supplies for a site change, the patient removed the ilet and used hospital-managed manual therapy until resuming ilet therapy at home, with cgm noted as dexcom g7. Symptoms included hyperglycemia with a reported peak of 360 mg/dl and device alerts for glucose above 300 mg/dl for over 90 minutes. Outcomes included no reported serious injury or impairment beyond the hyperglycemia, and no immediate or long-term health effects were reported. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed insufficient information for a medical device problem determination and no device component findings, with no specific findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.